Event description:
Customer reported that the insulin pump is burning through the battery faster than usual and it's been shutting off. The contacts on the battery cap are damaged. The blood glucose reading is 107 mg/dl. A new battery cap was shipped to the customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.